Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation it was noted that the tip of the dilator was damaged. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Supplemental report to update device evaluation and codes. The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The returned faradrive steerable sheath clear exhibited no external abnormalities. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity. Under microscopic examination, damage was observed at the distal end of the dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation it was noted that the tip of the dilator was damaged. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation it was noted that the tip of the dilator was damaged. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The returned faradrive steerable sheath clear exhibited no external abnormalities. The sheath was tested for deflection to evaluate its structural integrity and performance. It was observed that the sheath successfully demonstrated the capability to deflect without compromising its structural integrity.